Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿compared to the arctic front advance (second generation) cryoballoon ablation using the arctic front advance-st (third-generation balloon) offers an enhanced ability to assess time to pulmonary vein isolation: outcomes from a multicenter trial.¿ heart rhythm. 2016.vol 13; issue 5: pages s310-s311. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cardiac cryoablation balloon catheter: there were patients who experienced persistent phrenic nerve palsy (pnp), with unknown treatment/resolution. The status/location of the cryoballoon is unknown. No further patient complications have been reported as a result of this event.